Event description:
Four screws broke during a surgery. The tip of one remains in the patient's bone.

Manufacturer narrative:
Visual examination was inconclusive as to the reason for the break, however, the broken screw tip was silver in color indicating the damage occurred to the screw after manufacture. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.